Event description:
It was reported that the user experienced hypoglycemia concerns while using the ilet with a dexcom g7 sensor, noting discordant readings between fingerstick glucose in the low 50s and the system indicating values in the 80s, along with user-driven insulin pauses to target preferred glucose levels and activity-related glucose declines. Symptoms included sweating and low blood glucose. Outcomes included self-treatment with carbohydrate intake and glucose tablets without hospitalization. Investigation included complaint intake, user counseling on hypoglycemia treatment, and a recommendation for additional training and troubleshooting. Investigation of this case revealed no device malfunction identified and user-driven therapy adjustments that could contribute to glycemic variability, with cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.